Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the battery cannot be charged. There was no reported patient involvement.

Manufacturer narrative:
The device was evaluated by the hospital¿s equipment engineer. The battery was replaced and the device was returned to full functionality. Based on the information available, the cause of the reported problem was a defective battery. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer has confirmed that the device is fully functional. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.